Manufacturer narrative:
(B)(4) the mvp-7q plug will not be returned for analysis as it was implanted in the patient. Based on the reported information, the complaint of mvp migration after detachment was confirmed. The device was found to be not compatible with the target vessel. Per the mvp IFU (instructions for use): ensure the targeted vessel meets the recommended diameter. The target vessel diameter for mvp7q is 5.0 ¿ 7.0mm.

Event description:
Medtronic received report of mvp-7q migration after detachment. The patient was undergoing a splenic embolization. Blood flow rate in the splenic artery was high. Device was prepared as per IFU. During the procedure, the splenic artery measured 5.28 to 5.93mm in diameter. The physician deployed the mvp without difficulty. The mvp was not confirmed to be completely open and the physician noted that the device was not fully engaged into the vessel wall prior to detachment. After detachment, the device immediately migrated distally into the splenic hilum. There were no attempts made to retrieve the device. The physician embolized the vessel with coils. After the procedure, the physician determined that x-ray calibration was incorrect. The vessel actually measured 8mm or larger in diameter. There was no report of patient injury as a result of this event. The patient has not experienced any symptoms and will not undergo further treatment due to the migration.